Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation prime abdominal stent graft system was initially implanted to treat an abdominal aortic aneurysm (aaa). The patient presented four (4) years post-op with an aneurysm rupture due to bilateral limb migration of the iliac limbs; both iliac limb stent grafts dislodged and displaced from the common iliacs and retracted into the aneurysm sac. It was noted that the patient also had a palmaz balloon expandable stent that was placed proximally. A re-intervention was completed where gore extensions were placed bilaterally into ovation device extending distally down to both hypogastrics successfully excluding the aneurysm. The patient is reported to be doing well. There have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported aneurysm rupture, bare metal stent in the proximal aorta, and re-intervention events are confirmed. The cephalic bilateral limbs migration is unconfirmed due to lack of comparative imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be doing well. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device codes - 2923 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.